Event description:
Defective intravenous (IV) tubing. Septum on y-site was perforated and medication leaked from this site on the tubing. Luckily the leak was discovered prior to drug administration. Sterility of the tubing could have been compromised.